Event description:
It was reported that the patient received his first supartz injection in his knee on (B)(6) 2016 and subsequently developed pain and swelling. Additional information was received from the patient's physician stating that the patient has moderate to advanced oa and viscosupplementation in the past. The physician suspects reactive synovitis confirmed on musculoskeletal ultrasound. The reaction occurred following the first supartz injection. Intervention was taken to preclude a serious injury to the patient which included aspiration of effusion and intraarticular steroids injection. Patient manipulation, trauma, changes to medications, or other external factors are not believed to have caused or contributed to the event. The patient has a medical history of knee pain and swelling prior to supartz, but not synovitis or effusion. Attempts to obtain the product for analysis have been unsuccessful to date. Based on the available information the patient experienced reactive synovitis, a fairly frequent adverse reaction after intraarticular injections. Typically pain and swelling resolve under conservative treatment after a few days. Sometimes excess effusion needs to be drained and steroids used to calm down the inflammatory response.